Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device will be evaluated. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not pass the cassette test. The customer contact reported the tubing set was to be used to deliver 255ml of an unspecified blood product, at an unspecified rate, for a duration of 4 hours, via a plum pump. It was reported that the tubing set was primed with normal saline and the cassette of the tubing set was loaded ito an unspecified plum pump. At this time, the customer contact reported that the pump alarmed for error code n251 (cassette test failure). The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.